Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: after the cleaning with alkaline detergent a function control was performed during which some metal shavings fell out. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Actual device was not returned, only metal shavings. It is not clear which device the shavings are from. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.